Event description:
Related manufacturer reference number: 2017865-2022-12267. It was reported that the patient presented in the emergency room. Device interrogation revealed insulation damage and low defibrillation impedance on the right ventricular (rv) lead and lead noise and a lead break on the atrial lead. The physician elected to explant and replace the rv lead and the atrial lead. The patient condition was stable.